Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had audio anomaly. Customer reported that no vibration or audio notification. The customer's blood glucose was 155 mg/dl or a 85 mg/dl at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was not expected to be returned for analysis.